Event description:
It was reported to boston scientific corporation that a stonetome device was used during an ercp procedure. According to the complainant, the balloon did not work, it leaked. No patient complications were reported as a result of this even and the patient's condition was reported as "fine" following the procedure. Note: the event, as reported, did not represent a MDR-reportable scenario. Evaluation of the returned device, completed in 2006, revealed that the balloon was torn. This is a MDR-reportable scenario.

Manufacturer narrative:
The stonetome was received in the original pouch, inside a ziplock bag, with product labeling. A visual evaluation revealed that the balloon had burst. The balloon was viewed under a 10 x and 30 x microscope were the balloon had multiple stretch marks covering its entire surface. A small section of the balloon material was missing. Scratch marks were found on the working length proximal to the balloon, underneath the balloon and distal to the balloon. No other damage was found on this device. The cause of the balloon damage could not be determined.